Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the orif surgery for trochanteric fracture of femur. During surgery, the surgeon inserted a protection sleeve to the aiming arm several times, but he couldn¿t connect them. It was found that the one of the components of the aiming arm was missing because a nut would normally tighten and a protection sleeve would be connected to an aiming arm when they were connected, but they were not this time. Therefore, the same component as the missing component was removed from another device, attached to the aiming arm, and again attempted to connect the protection sleeve to the aiming arm. But the removed component appeared loose on the aiming arm and the nut did not tighten enough, causing the protection sleeve to easily detach from the aiming arm. Then, the procedure was continued with the protection sleeve and aiming arm keeping barely connected. An implant was inserted successfully at the end. The surgery was completed successfully with 5 to 10 minutes delay. Component was missing from the beginning. The surgeon has a question that why the component was missing and why the same component as the missing component was loose. Missing component was found at the j&j¿s distributor¿s warehouse. The component seems to be came off during the aiming arm was being checked. But the fact that the component came off only by checking indicated that the component was in a considerably loose state. Patient outcome/consequence: stable no further information is available. This report is for 1 aim-arm 125â° f/pfna blade. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.406,lot: 2618481,manufacturing site: synthes bettlach,received 2010.a review of the device history records was performed for the finished device lot number, and no non-conformances were identified.the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.visual analysis of the returned sample revealed that there was no damage or defects with the aim-arm 125â° f/pfna blade.a functional test could not be performed as the mating device was not returned.a dimensional inspection was unable to be performed since it was not applicable to the complaint condition.as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.the overall complaint was not confirmed as the aim-arm 125â° f/pfna blade was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.drawing/specifications reviewedcurrent and manufactured revisions were reviewed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.